Event description:
The pt with a diagnosis of chronic idiopathic thrombocytopenic purpura (itp) received six column treatments in early january 1997. Subsequently, the pt also received additional IV igg. On 02/10/97 during a followup, it was noted that the pt has tender, cool fingertips. The thumb and index finger of the pt's right hand are definetely ischemic. The condition persists and the pt has had an angiogram which shows small vessel disease. Further inforation of 05/05/97 is that the pt's platlet count is up at 84,000. The pt's battle with finger and thumb continues and she may lose the tip of the thumb. Pt is being treated with hyperberic oxygen.